Event description:
Surgeon successfully implanted intraocular lens but noted damage to the lens after implantation. The surgeon removed the lens without injury to the pt. The facility also stated that a model aq cartridge fp was used but could not specify the model of injector used to deliver the lens for implant. The lot numbers for these items were not specified as well. It is not known what caused the damage to the lens.